Manufacturer narrative:
Second degree burn - a partial thickness burn that affects both the outer and underlying layer of skin causing pain, redness, swelling and blistering. Note: the hospital did not state the type of burn; however, based on photo's the burn was greater than a blister and appeared to affect the underlying layer of skin. The reason for this code to be used. No code available. No testing methods performed FDA - testing was not performed on the device. No results available since no evaluation performed: for use when no methods were performed and therefore no results will be obtained. Device not returned. End of report.

Event description:
The materials manager at a (B)(6) reported that a 3m electrosurgical plate was placed on the left thigh of an adult female patient prior to surgery on (B)(6) 2014. At the end of the surgery, the operating room nurse alleged that the patient had a burn (degree not specified) where the plate had been placed. Silvadene (silver sulfadiazine) 1 percent was prescribed and the patient was sent home.